Event description:
The patient was revised due to poly wear.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the liner wear is due to the activity of the patient and no suspicion of implant failure. It would not be unreasonable to expect some wear after 11 years of implantation. The investigation is limited to the information provided, as the part and lot number required to review the device history records and complaint database was not provided. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received, the investigation will be reopened.